Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false positive alinity I total b-hcg results on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found crystals on the alinity pipettor probe, list number 03r96-01, and the syringe assy, part number 7-77650-09. The fsr cleaned the alinity pipettor probe. The fsr replaced the syringe assy, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry: (B)(6).

Event description:
The customer observed a false positive alinity I total b-hcg result for two patients. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) initial result, on (B)(6), was 153.84 iu/l, which the physician questioned, so the sample was repeated, and the result was <1.2 iu/l. Sample ID (B)(6) initial result, on (B)(6) 2023, was 368.56, repeat was <1.2 iu/l. There was no impact to patient management reported.